Event description:
While working in the endoscopy reprocessing room, a (B)(4) staff member noticed that the s4000 sterilant cup she was about to use looked as though it had been activated. Upon closer inspection,the clear plastic lid was found to have separated from the outside of the cup. At that point my staff member notified me and I began to inspect other sterilant cups that came from the same lot number. It was determined that more than 50% of the cups from this same lot showed similar damage. I contacted our steris consumable representative and notified him of the issue we were having. I then opened another case with a different lot number and found the same issues.